Manufacturer narrative:
(B)(6). On visual inspection of the lens there was no evidence of blood and viscoelastic on it. The lens was replaced with another tmf (tecnis multifocal lens). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer. Visual inspection showed the lens was cut into three pices, one loop was not present. It appears to have evidence of blood and viscoelastic on it. No optical deviations on the received optic parts could be found. The condition of the device precluded further examination and is consistent with a lens that has been explanted. The device manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and shown to be within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. The reporter indicated that the surgeon's calculations were wrong.